Event description:
The customer reported erroneous high white blood cells (wbc) test results on three different pts over several days when using the coulter hmx analyzer with autoloader. There were instrument generated messages with the test results. All the pts are acute myeloid leukemia (aml) pts on chemotherapy and the customer expected to have much lower wbc results. The technician diluted, warmed and reran the samples. Manual wbc estimates were performed and the samples were sent to a reference lab for confirmation. Data for one of the pts was not provided. Erroneous test results were not reported out of the laboratory. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This customer represents two pts of the three events reported by this customer.

Manufacturer narrative:
Pt samples were collected and run within 1 hr of collection, and were stored at room temperature. Beckman coulter, inc. Does not claim to identify every abnormality in all samples. Beckman coulter inc. Suggests using all available flagging options to optimize the sensitivity of the instrument results. Service was dispatched for this event. The field service engineer (fse) indicated the preventive maintenance was completed days prior to the event and all pinch valves tubing as well as the aperture seals were replaced. The instrument is currently within quality control specifications with respect to controls (accuracy) and reproducibility (precision). The root cause could not be determined based on available info. There were instrument generated flags (r - review) to alert the operator to further investigate the results. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This represents two pts of the three events reported by this customer. This MDR is related to the following MDR that has been reported: 1061932-2009-00024.